Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a calcode issue. The pt indicated that the alleged meter issue started around late 2008. The pt mentioned that he had started getting sick. However, the pt claimed that he developed symptoms of lightheadedness, fatigue, blurry vision, and feeling like he was going to pass out on an unspecified date/time after the alleged meter issue began. The pt denied receiving treatment as a result of the alleged issue. It would have been helpful to know the following information: the pt's testing frequency, his medication and diabetes management regimens, what date/time the symptoms started, and what actions the pt took before and after the symptoms developed. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solutions were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a severe injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.